Event description:
During hemodialysis a problem developed in the proportioning of bicarbonate causing high conductivity of dialysaid. Conductivity meter failed to register high conductivity causing pt to develop elevated sodium levels.